Event description:
Explanted devices were reported to have been discarded. No additional relevant information has been received to date.

Event description:
Patient was seen to have high impedance soon after battery replacement. Patient is referred for surgery to check pin due to the recent replacement. Xrays were taken. Lead fracture was observed on xray image. Lead revision was performed and the generator was kept implanted. The explanted lead has not been received to date. No additional relevant information has been received to date